Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned - remains implanted.

Event description:
It was reported that the patient is experiencing pain and discomfort. Patient also is experiencing clicking. Patient is reporting that he has degenerative disease and his hip feels out of place.